Event description:
Customer reported an issue with their insulin pump experiencing ongoing occlusion alarms, which led them to stop using the pump and switch to a backup insulin therapy. There was no reported impact to the customer¿s blood glucose level. During troubleshooting, the customer attempted to fill the tubing several times without success and experienced an occlusion alarm during a bolus attempt. As a corrective measure, customer support recommended a pump replacement, and the customer agreed to revert to an alternate insulin therapy method until the replacement pump arrived.